Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed and the occlusion alarms continued. A system check was performed using the current supplies and the occlusion alarms were verified. Tandem technical support advised the customer to perform a supply change to address the current occlusion alarm. Blood glucose level was in the 300's mg/dl range.